Event description:
Caller (nurse) alleged discrepant results compared with the lab and pt's coaguchek meter. Pt's therapeutic range: 2.0-3.0 inr. Pt was recently hospitalized due to gi bleeding (prior to discrepancy with inratio meter). Bleeding was attributed to radiation treatment for cancer and "coumadin toxicity" per hosp discharge notes. On (B)(6) 2011, pt was given vitamin k and coumadin dose was held (prior to discrepancy with inratio meter).

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with reference results provided by end-user at the time complaint was filed. Inratio: 3.4, ref: 5.5, 5.6, mean: 4.83, confidence limits: 2.6 - 6.8. Inr results with no corresponding reference or repeated inratio value was excluded from comparison test. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Analysis of customer's data revealed that inratio and reference test result comparison did meet accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. (B)(4), below the action threshold (B)(4) monitored by qa for corrective action. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.